Manufacturer narrative:
The referenced previous driveline infection was reported under medwatch MFR report # 2916596-2017-00294. (B)(4). Approximate age of device ¿ 1 year and 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for major driveline infection on (B)(6) 2017. The patient presented to the hospital with a 4-day history of purulent drainage from the driveline and an area of induration superior to the driveline site. The patient denied any pain at the site or other abdominal pain. The patient exhibited systemic inflammatory response syndrome (sirs). The white blood cell count (wbc) was 7.71 x 109/land the patient was septic. The patient¿s symptoms from the (B)(6) report of driveline infection had never completely resolved. The patient had been treated as an outpatient with oral doxycycline. The last CT scan of the abdomen and pelvis, approximately 6 weeks prior to the current admission was negative for significant fluid collections. The patient¿s white blood cell count was 7.12 x 109/l. Blood cultures were negative. Wound culture from (B)(6) 2017 showed 3+ staphylococcus aureus. One blood culture on (B)(6) 2017 was positive for streptococcus species, s. Agalactiae, s. Pneumoniae, and s. Anginosus, s., pneumoniae, and s. Viridins. Blood culture collected on (B)(6) 2017 showed no growth after 5 days. Treatment consisted of IV followed by oral antibiotics: IV cefepime 2 g every 12 hours, 1.25 g IV daily vancomycin, and oralcefazolin through (B)(6) 2017. A CT scan of abdomen and pelvis on (B)(6) 2017 showed no evidence for driveline infection. On (B)(6) 2017 it was reported that the patient was feeling well but had continued drainage at the site. On (B)(6) 2017 there was still some drainage at the driveline site, brownish in color. The patient was discharged home on (B)(6) 2017 and was stable. It was reported that the patient would most likely remain on some form of oral antibiotic indefinitely.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.